Event description:
It was reported that the patient received a shock and technical services (ts) was consulted to review the episode. Upon review ts discussed that the implantable cardioverter defibrillator (ICD) administered the shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Ts discussed the option of turning of atrial flutter response (afr) and other programming options. The ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.